Event description:
It was reported that their equipment is not working right. Caller stated that sometimes the controller will charge fully and other times it will charge halfway and then their back will start burning and both devices are dead. Agent asked caller if they were seeing any error messages when recharging the implant and caller stated no. Caller also stated that when they charge the implant, the implant only goes up to 30% and the controller goes down fast. Caller added that there were times where the implant would charge to 100% and then the implant would run out of battery within a day. Caller mentioned that they fell in december. Caller stated that's when they started feeling the burning sensation. Caller noted that they don't know if the implant has moved or cracked. The issue was not resolved. An email was sent to the repair department to replace the battery pack, and recharger. Agent redirected caller to their healthcare provider to further address the issue.

Manufacturer narrative:
Product ID: 97755, serial#: (B)(6); product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.